Event description:
(B)(4) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve was implanted into the patient. On (B)(6) 2022, the patients home monitor showed third degree heart block and was brought to the hospital. On 22 october 2022, a permanent pacemaker was implanted to treat the heart block. The heart block was declared resolved on 24 october 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the valve protruded 7mm into the left ventricular outflow tract and that the patient had a history of arrhythmia. The depth of the valve implant and the patient's history of arrhythmia could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(4) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve was implanted into the patient. On (B)(6) 2022, the patients home monitor showed third degree heart block and was brought to the hospital. On (B)(6) 2022, a permanent pacemaker was implanted to treat the heart block. The heart block was declared resolved on (B)(6) 2022. 01 dec 2022 subsequent to the previously filed report, additional information was received that when the patient presented to the hospital on (B)(6) 2022, they were having syncopal episodes. The patients baseline rhythm was first degree heart block, right bundle branch block, left anterior fascicular block, and bifasciular block. The patient is reported to be discharged.